Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow-up is reporting the evaluation of the device, this follow-up is also correcting and updating information submitted on the initial med-watch report. Please reference "serial number" and "hfor updated information. The customer replaced the device's system board to resolve the malfunction. The device was returned to zoll medical corporation for a condition that was caused during the repair of the device. The system board was not returned for evaluation of the customer's reported malfunction. The device was repaired, recertified and returned to the customer.